Event description:
The reporter stated that the device's audible alarm did not work. The device was being used on a pt in the nicu infusing tpn and insulin. The nurse went in to check on the pt and noticed that the red alarm lights were flashing, but there was no audible alarm. Some lab work was performed and IV was administered. The pt was sent home.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The audible alarm speaker was found to be defective. This is being monitored for trends. Also noted were cracked parts indicating impact damage and normal wear and tear.